Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint allegation is not confirmed. Upon visual evaluation, it was noted that the knotless tighrope sutures assembly/components (0717-01, c3850-02, c11712-01, c1197-02, brc-05-02n, sp-20-01g, sp-20-03n) were not returned for investigation. No problem found. The components from the kit¿c13279-04, c2767-01, c3529-10, c4861-01, and c6685-01¿were inspected and no issues were found. Functional testing was not performed due to the missing component c1147-02, knotless tighrope suture assembly.

Event description:
On 12/7/2022, it was reported by a distributor via email that (2) ar-8926ss knotless tightrope syndesmosis repair suture broke off during the final tightening step. This was discovered during an ankle fracture procedure on (B)(6) 2022. Case was completed by using a new tightrope.